Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: foreign material on the implant. DHR/fi summary: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 3542142 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. A review of the current risk documents was performed, and the event of foreign material on implant is a known event, for which manufacturing process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with foreign material on implant will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported unknown side "when the te was opened, something like hair was confirmed on the surface." The device was not implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: foreign material on implant: observed, a hair in the surface of the device, but it is not considered workmanship. Because it was received, out of its sealed package. However, a further investigation will be requested. Additional observations: no other observations observed.

Event description:
Healthcare professional reported, unknown side "when the te was opened. Something like hair was confirmed, on the surface". The device was not implanted.